Event description:
It was reported that an oversensing episode was recorded due to a drop in r wave amplitudes in the primary sensing vector. Inappropriate charge was seen but no inappropriate shock was delivered. X-rays showed a possibly dislodged electrode position during inspiration. The device programming was changed from the primary sensing vector to the secondary sensing vector. At this time the electrode remains implanted. No adverse patient effects were reported.